Manufacturer narrative:
Updated information: reportedly, the patient's symptoms are under control. The patient has maintained "good visual acuity." The surgeon does not plan to take any surgical action. (B)(4)

Manufacturer narrative:
Patient information: unk. Establishment information: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
After icl implant at the end of 2016, the surgeon notes uveitis "with severe ocular hypertension that only responds to maximum treatment" in the patient's eye. The surgeon states that symptoms started after the implant occurred and he believes there are "signs of rejection" to the implanted lens. No additional information is currently available.